Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.